Event description:
The reporter's relative back to back (rapid sucession) blood glucose tests had results of "60" and "40". Relative did not have any symptoms. Reporter had accidentally set meter to mmol's for 2nd test. First test was 60mg/dl, second test was 4.0mmol = 72mg/dl. Reporter had thought both were done in mg/dl. Reporters called ls and reset meter to mg/dl; while troubleshooting, a test result was 100mg/dl. A control test was not done due to lack of supplied. On followup, the reporter confirmed the report. Reporter stated that meter was working fine. No harm was alleged.